Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device had difficulty tracking the intended lesion. The device was then removed from the patient and it was discovered that the proximal end of the stent struts were damaged. The procedure was completed with another 3.00 x 16mm synergy xd stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid proximal struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device had difficulty tracking the intended lesion. The device was then removed from the patient and it was discovered that the proximal end of the stent struts were damaged. The procedure was completed with another 3.00 x 16mm synergy xd stent. There were no patient complications reported.